Event description:
New information received notes that recommended programming changes were made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episode due to post paced t-wave oversensing was observed via a merlin at home transmission. Programming changes were recommended. The patient was asymptomatic and is doing well.